Manufacturer narrative:
One sample of material number 471773 was received as a representative sample for quality evaluation. Visual inspection of the sample indicates that the distal luer is missing from the sample and there is a backwards smartsite at the end of the infusion set. The customer complaint of misassembly was confirmed. The investigation was forwarded to the manufacturing location for root cause analysis. After investigation, the potential root cause of the misassembly (smartsite instead of male luer) could be related to the production personnel not following the assembly instructions or material accumulated on the assembly line causing the production personnel to inadvertently assembly the infusion set correctly. A device history record review for model 47177e lot number 24079078 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite gravity set was missing a component the following information was received by the initial reporter with the following verbatim. It was reported by customer that the set doesn't have the correct end piece, it abruptly ends at a port y-site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for correction. Additional information: lot number updated to 24079078 based on customer stating that the lot number reported may have been a typo and the sample being a different lot than reported.

Event description:
Additional information: lot number updated to 24079078 based on customer stating that the lot number reported may have been a typo and the sample being a different lot than reported.